Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 40, 213, 200 mg/dl. Tests were done within 10 minutes with a differenct of 68%. Patient did not experience any adverse events. No further information has been reported.